Event description:
As reported by the field clinical specialist (fcs), a 26 mm edwards transcatheter heart valve sapien 3 ultra resilia valve was implanted in the aortic position. The valve was reported to be successfully implanted, with no central leak observed, and the patient was alive at the end of the procedure. During the procedure, a device-related malfunction was encountered involving the commander delivery system. During post'dilatation, the balloon ruptured at 6 atmospheres and 24 cc, consistent with reported characteristics of both a balloon burst and balloon tear (p1 and p2). There was no retained volume in the balloon. The physician noted the event may have been possibly related to bulky left ventricular outflow tract (lvot) calcium. Following the rupture, there was difficulty withdrawing the balloon into the 14fr esheath, despite coaxial alignment upon re'entry, full unflexing of the delivery system, and the flex tip positioned at the triple marker. Due to the inability to withdraw the system, the physician elected to remove the delivery system and esheath together as a single unit, which required a surgical cutdown. During removal, resistance was encountered at the arteriotomy site, and it was observed that the proximal portion of the balloon had separated from the distal portion appears to be a circumferential tear. Due to the distal segment of the balloon, there was inability to withdrawal the delivery system through the esheath. A surgical cutdown was required to remove the entire system including the attached distal part of the balloon and nose cone from the patient's access site. Upon removal of the system, the segment was noted to be bunched or accordioned intraluminally at the common femoral arteriotomy site, contributing to the retrieval difficulty. Photos were provided and the balloon burst appears to have been circumferential, as the distal part of the balloon had detached from the proximal section, but was still attached to the nose cone of the ds and required removal by a surgical cut down along with the rest of the commander ds. Additionally, damage to the esheath was observed, with the tip appearing torn/split and described as split in half but not detached. No other edwards devices were reported as damaged. Following successful surgical removal of the retained balloon segment, the common femoral artery was closed per standard surgical technique, and the procedure was completed without complication. No use error leading to patient injury was reported. Photos of the device condition were reported as pending via separate communication, and a 3mensio report was noted as available. The involved device was discarded and is not available for return. Upon additional follow up, the esheath had damage as the distal end was split.

Manufacturer narrative:
This is 1 of 2 reports. Investigation is ongoing.